Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol phasix st (x2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix st mesh (device #1). Additional emdrs were submitted to represent the bard/davol phasix st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol phasix st mesh (device #1). Additional supplemental emdrs were submitted to represent the bard/davol phasix st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol phasix st (x2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with strangulated ventral hernia, small bowel obstruction thereby underwent open and laparoscopic repair with the implant of phasix st meshes (device 1, 2). (Notes: there is no op notes provided for this procedure in medical records) on (B)(6) 2019 ¿ patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open and laparoscopic repair with the implant of mesh. Per op notes, ¿the more superior hernia had spontaneously reduced and inferior hernia at the level of the umbilicus remained incarcerated. A hernia sac was then identified and dissected circumferentially. Two defects were connected into one defect. A circular piece of mesh was placed in abdominal cavity and secured using tacks.¿ (note: the mesh implanted in this procedure was unknown)